Event description:
Incident description: I removed the cover to my heating pad to wash it and discovered a brown discoloration on one end with about 8 small tears in the same area. It also appears that the plastic in that area has melted a little. I called sunbeam and they informed me that you cannot lay on or against the heating pad. I told them that most people will use a heating pad in that way and that their product should be made safe enough to lay against. I am very concerned that if I would have continued to use this product that it would have caused a fire. Incident location: home/apartment/condominium - (B)(6), united states. This is my home address. Product description: sunbeam electric heating pad, two feet in length and one foot wide. Part number 126987-1, other number on pad is e12107 cat94c. Purchased at (B)(4). Pt pending (B)(6) I have pictures to send but when I click on add files, it doesn't let me search my computer to select the pictures. Retailer: (B)(4). Retailer state: (B)(6). Purchase date: (B)(6) 2015. The product was damaged before the incident: no. The product was modified before the incident: no. Have you contacted the MFR? Yes. Report number: (B)(4).